Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Result (B)(4): representative sample of the product was tested for diameter, needle strength and ductility and the results obtained were in conformance with the requirements. Conclusion (B)(4): no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle broke. There were no adverse patient consequences.